Event description:
The customer reported a vent inop; device is not working. The field service engineer (fse ) clarified the device does not turn on; mains and battery charge leds are illuminated; beeping alarm with white display; 120vac and 29vdc present at the power supply; unable to access the diagnostic log. The customer reported there was no patient involvement.